Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and the iabp failed the compressor calibration. Compressor was unable to reach pressure of 400, so the fse removed and replaced the scroll compressor. The iabp was also unable to calibrate the transducer in pneumatic module assembly (pim), so the pim module was replaced. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was alarming with power up fault code 14. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was alarming with power up fault code 14. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.